Event description:
It was reported after accessing the target site, the subject balloon was slowly inflated to 6 atmospheres, but failed to expand. Upon removing the subject balloon and attempting inflation externally, a pinhole leak was observed in the balloon section. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 gtin - added. D4 expiration date - added. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that after accessing the target site, the balloon was slowly inflated to 6 atmospheres but failed to expand. Upon removing the subject balloon and attempting inflation externally, a pinhole leak was observed in the balloon section. Additional information received indicates that the balloon was inflated to 7atm, there was no defect identified at the time of preparation, continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use. There are a number of potential causes for the reported issue including overiflation of the balloon causing damage and damage sustained to the balloon during navigation to the treatment site, however these cannot be defifintively determined. As the device was not returned for analysis and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported after accessing the target site, the subject balloon was slowly inflated to 6 atmospheres, but failed to expand. Upon removing the subject balloon and attempting inflation externally, a pinhole leak was observed in the balloon section. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.